Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving baclofen (500mcg/ml at 124.86mcg/day) via an implanted infusion pump. It was reported that the hcp programmed a single bolus of 25mcg over a 3 minute duration but when they tried to program a second single bolus, the programmer would not let them confirm it to update the pump. While the hcp was receiving assistance programming the second bolus of 15mcg over 2 minutes, the patient's whole body was shaking and the patient felt like they had a fever. They were sending the patient to the hospital and no further information could be provided. No further complications were reported or anticipated.